Event description:
Same case as 6000093-2006-01286. It was reported that post a coronary drug eluting stenting treatment procedure, a stent migration and a thrombosis ocurred. Initially, the physician placed a taxus liberte 2.5x12mm drug eluting stent to the distal right coronary artery (rca). As he was pulling back the delivery system, the stent moved forward and missed the lesion. Another taxus liberte stent, unksize, was used to cover the distal lesion. The following day the pt presented with a thrombosis and closed vessel. The physician was able to place another taxus liberte stent successfully. Additional information regarding this event has been requested. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. And we are not able to determine the root cause of this event. Should further relevant information become available.